Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 49 and 52 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated the day prior to call he had gone to his regular check-up with his doctor. Customer stated a meter to meter comparison test was performed and the result obtained using the true metrix meter was 100 points lower than the result obtained using the dr.'s device; the actual meter to meter comparison results were not provided. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/31/2023 and test strips were opened three days prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 91 mg/dl; date: 2/17; time: 10:04 pm; fasting: am. Result 2: 74 mg/dl; date: 2/17; time: 2:22 pm; fasting: am. Result 3: 49 mg/dl; date: 2/17; time: 9:18 pm; fasting: am. Result 4: 52 mg/dl; date: 2/17; time: 9:05 pm; fasting: am. Result 5: 186 mg/dl; date: 2/17; time: 1:10 am; unsure if am or pm and if fasting or non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.